Event description:
The complaint is reported as: "patient observed to have high pip-pressure (35) and low tidal volumes. Tried suction to remove potential tube clot, but can only get a short distance down into the tube, there is a mechanical obstruction. Doctor was called and various options were attempted in the form of saline in the tube, after which we attempted to suction the tube again. After mechanical obstruction, after which it is decided to replace the tube. Once the existing tube is removed a kink is seen in the tube approx. 5-6 cm from oral anchor. The kink is permanent, in other words it does not disappear when the tube is straightened out." Clinical consequence reported as "none, as event was avoided".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. From the complaint description it is suspected that this product is from pvc endotracheal tube family; however, since no catalog number was provided this could not be confirmed. The manufacturing site reports that kink resistance testing is conducted on endotracheal tubes prior to release from the manufacturing facility. In addition, in the IFU for these products it is stated that reinforced tracheal tubes may be used to reduce potential kinking during use whenever unusual positioning of the head and neck is required following intubation. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "patient observed to have high pip-pressure (35) and low tidal volumes. Tried suction to remove potential tube clot, but can only get a short distance down into the tube, there is a mechanical obstruction. Doctor was called and various options were attempted in the form of saline in the tube, after which we attempted to suction the tube again. After mechanical obstruction, after which it is decided to replace the tube. Once the existing tube is removed a kink is seen in the tube approx. 5-6 cm from oral anchor. The kink is permanent, in other words it does not disappear when the tube is straightened out." Clinical consequence reported as "none, as event was avoided".